Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed that the device did not detect an upstream occlusion. The device was calibrated to ensure accurate occlusion detection.

Event description:
During baxter's functional testing of a spectrum pump, the device did not detect an upstream occlusion. Any patient involvement is unknown as this occurred during testing.